Event description:
A hemodialysis inpatient user facility has reported that the initiation of treatment, a blood leak occurred. The leak was visually observed in the dialysate. The machine alarmed. Estimated blood loss was 200 ml. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.